Event description:
It was reported that after deployment of another company's stent, during a procedure using a dual guide wire technique, the bmw guide wire became jailed in the deployed stent, and it was believed that the guide wire had separated. Upon removal of the guide wire from the pt the guide wire was confirmed to be separated at the hypotube. The distal portion of the guide wire was removed using a snare device.